Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low readings from the adc device compared to readings from a healthcare professional meter. The customer experienced symptoms described as physically shaking and "hyperglycemic" symptoms. The customer initially self-treated with orange juice in response to the low readings. However, the low readings persisted, and the customer decided to go to the hospital to verify the readings. Upon arrival, the hcp measured the customer's glucose levels and provided unspecified dose/type of insulin as treatment for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 53 mg/dl was compared to a competitor brand meter reading of 175 mg/dl. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. The customer did not notice a trend arrow on the device. The length of sensor wear was 2 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.